Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier jaws do not meet for the clip to close. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was found to have one severely bent grip causing misalignment of the grip tips. A clip could not be properly loaded into the clip groove of the grip-tips.